Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred in the past week. The customer did not know if blood glucose levels were impacted. Reportedly, the customer does not change the site, cartridge, and tubing per the labeling instructions (every 2-3 days). It was indicated that the customer would change out all supplies.